Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were excessive magnet activations. The stimulator was replaced. The patient's status was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.